Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and replaced the refrigerator fan and the photometer lamp.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that there was smoke coming from the back of the synchron lx20 pro clinical system after receiving a fan error. The customer also heard a loud sound coming from the instrument. No injury or operator exposure was reported in connection with this event.